Event description:
It was reported that a catheter issue occurred. The target lesion was located in the superficial femoral artery. After a v-18 control wire was inserted, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while being in the lesion, the catheter was turned on and was able to provide a good image. However, upon pullback, the catheter twisted on the wire and then the image was lost. The devices had to be removed together as they were intertwined. A v-14 guidewire and another opticross 18 catheter were used to complete the procedure. No patient complications were reported.